Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensors.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 440 mg/dl. The customer¿s current blood glucose is 546 mg/dl. The customer also states the sensor had an issue of tape not sticking. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The sensor will be returned for analysis.